Manufacturer narrative:
Product event summary: it was reported that the patient experienced multiple critical battery alarms. The controller and three (3) batteries were returned for evaluation. The lithium-ion batteries associated with this complaint did not require an investigation. The shelf life requirement, for the ventricular assist device's battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis of the controller revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc, I ndicative of a communication error. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. An internal investigation is investigating communication errors. Of note, (B)(4) did not contain the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2016-05-31 UDI #: (B)(4), return date: (B)(6) 2015, mfg date: 2015-05-31 (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650 / expiration date: 2016-08-31 UDI #: (B)(4), return date: (B)(6) 2015: mfg date: 2015-08-31 (B)(4). Other devices involved in this event: : heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650 / expiration date: 2016-08-31 UDI #:(B)(4), return date: (B)(6) 2015: mfg date: 2015-08-31 (B)(4).

Event description:
It was reported that the patient experienced critical battery alarms. The patient was brought to the hospital for evaluation. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.